Manufacturer narrative:
The device will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) earlier than expected due to a random component failure. The device was explanted subsequently explanted for normal battery depletion. Efforts to obtain additional details regarding the clinical observations were unsuccessful. No adverse patient effects were reported.